Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off overnight. Review of the pump data logs by tandem technical support showed the battery depleted 70% within three hours prior to the pump powering off. The customer's blood glucose was 165-166 mg/dl). Insulin was delivered via the pump and a manual injection was administered. Reportedly the customer would continue to use the pump for insulin therapy.